Event description:
A physician office reported a pt who was treated on 10/24/97. During the treatment procedure, the 30 gauge needle came off, and approx 0.5cc collagen leaked onto the pt's cheek. The physician wiped the material from the pt's face, and no harm was done to the pt or health care providers. A new syringe was used for the remainder of the procedure. No medical or surgical intervention was necessary or planned. This event is being reported as an MDR because it could result in a serious injury if it were to recur.